Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device was inaccurate. No consequences or impact to patient were reported.

Event description:
The customer reported the device was inaccurate. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During evaluation the device passed all visual and functional testing. During simulation testing, the device passed manual and preset conditions and provided accurate measurements. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed., corrected data: updated: d1 brand name from ¿root" to ¿radical-7 handheld" d2 common device name from: ¿monitor, physiological, patient (without arrhythmia detection or alarms)" to ¿oximeter" product code from ¿mwi" to ¿dqa" d4 model from ¿26223" to ¿25054"; catalog # from ¿9515" to ¿9500"; serial # from ¿(B)(6)" to ¿(B)(6)" unique identifier from ¿(B)(4)" to ¿(B)(4)" d11 concomitant medical products from a blank field to ¿root" h4 device manufacture date from ¿11/16/2017" to ¿08/09/2017".